Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Caller (MRI tech) reported ins is no longer working. Device was implanted on (B)(6) 2014. No further patient complications are anticipated or expected as a result of this event.